Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the jaw was unable to open after pulling black return knobs with 30422. The instrument was resected with the use of another device. Operating room time extension was reported as more than 30 minutes.